Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump "at bedside handoff the fluids and rate were verified, but nursing did not stop to make sure the IV fluids were dripping (the fluids were hung at noon). At 20:00, the patient's output was noted as low, so the prescribed bolus was administered at 20:39. At that time it was noted that the bag was still full and no new bag had been hung by another nurse. Upon inspection, it was noted that the blue slide clamp above the pump was not in the open position and no drips were flowing into the drip chamber, but the pump was still stating that it was infusing. At no point during the shift did it ever alarm an "upstream occlusion" alarm." The location where the event occurred was unknown. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.